Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D4: lot number, expiration date and h4 are unknown.

Event description:
It was reported that the device exhibited an under delivery. The patient experienced extreme pain due to non delivery of medication. The healthcare professional attempted to prime the line and an occlusion was confirmed.

Manufacturer narrative:
Other, other text: device evaluation: two units received for investigation. Visual inspection performed and found no damage or other defects were detected on the sample. Functional test performed and found no discrepancies were detected on the sample, the test successfully passed within specifications. The failure mode reported no confirmed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.